Event description:
Facility alleged that the head hi/low will not work. No injury reported.

Manufacturer narrative:
Technician told to check through the sensor calibration, then check the coil and valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.